Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that six infusion sets fell off events during use on (B)(6) 2024. The infusion set was in use for less than 24 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.